Event description:
Three implants were placed 3/13/96 and 2 were removed 10/23/96. The 5x10mm was placed in a previous extraction site with bone graft. Pt is a nonsmoker and on no medication. (See also 96-584b.)